Manufacturer narrative:
(B)(4). Batch # n55n7h. Additional information was requested and the following was obtained: please verify the product code? On the complaint form it stated yes as a possible adverse event. Please explain the possible adverse event. Can you please clarify if there was an issue with the staple line as you have stated "the staple line didn't hold". Was the staple line incomplete? Or were there malformed staples seen? Please clarify. The product code is pve35a. Yes the adverse event was the surgeon saying that the staple line didn't hold and there was small amount of bleeding occurring from the corner of this. This was resolved by adding a ligaclip to the affected area. There was an issue with the staple line and they noticed malformed staples. The analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Three cartridge reloads present. The reloads (b and c) were received fully fired. The reload (d) was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, after firing over the artery the surgeon reported a small corner of the stapler started spurting blood. Sales rep was present during the procedure. The bleed was managed by the surgeon placing a ligaclip in the hold to stop bleeding. There was no patient impact and the surgeon didn¿t indicate any further action.